Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's power distribution board. Unit was calibrated and tested online with panorama station.

Event description:
Customer reported panorama central station has video output issue from the display, which may have affected telemetry monitoring. No patient injury was reported.